Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen 1200mcg/ml at 256.mcg/day and dilaudid 3.7mg/ml at 0.79mg/day via an implantable pump. The indications for use were intractable spasticity and head/brain injury. The healthcare provider reported that a motor stall was seen at initial interrogation. The patient did not recently have an MRI. Per the event log a motor stall occurred, multiple motor stalls and recoveries. The range of the stalls and recoveries were (B)(6) 2017 and the last stall was (B)(6) 2017 and has not recovered. The healthcare provider was going to fill the pump with saline and program the pump to min rate. There were no patient symptoms and no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pump was replaced today, (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿; ¿motor gear train anomaly ¿ stall due to shaft/bearing¿; and ¿motor feedthrough anomaly ¿ shorting across insulator¿. Conclusion code 24 is for the analysis findings of ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly ¿ stall due to shaft/bearing¿. Conclusion code 12 is for the analysis finding of ¿motor feedthrough anomaly ¿ shorting across insulator¿. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, corrective actions are focused on enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Device code (B)(4) and conclusion code 92 are no longer applicable for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via telemetry strips with an ¿examined at¿ date of (B)(6) 2018 at 09:55 which indicated motor stall occurred and stopped pump period may exceed tube set. The stopped pump period may exceed tube set message occurred on (B)(6) 2017 at 6:58 after the last stall on (B)(6) 2017 at 6:58. No further complications were reported/anticipated.